Manufacturer narrative:
Concomitant medical product: 5076-52 lead implanted on (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented to the clinic with syncope, arrhythmia, asystole and heart block. Upon device interrogation the right ventricular (rv) lead was found to exhibit high and unstable thresholds and loss of capture. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.